Manufacturer narrative:
A field service engineer (fse) went to evaluate the customers system. During the evaluation, the fse found that the uninterruptable power supply (ups) that was connected to their telemetry system was not powered on. Once the ups was turned back on, the device operated as expected. The cause of their reported issue was due to the hospitals ups.

Event description:
The customer reported that they lost telemetry signal for their ltac unit. There was no patient or user death, or injury associated with the event.